Event description:
Reportedly, during a lead implantation on (B)(6) 2025, high impedance >2000ohm of new vega r52 was founded. Not change when the lead was positioned on septum or apex. New lead of same model was implanted with good parameters.

Manufacturer narrative:
The device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. As the suspected lead was not returned, it is impossible to conclusively confirm/identify the issue reported. Based on available information, it should be noted that the reported high impedance (2000 ohms) may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during a lead implantation on (B)(6) 2025, high impedance 2000ohm of new vega r52 was founded. Not change when the lead was positioned on septum or apex. New lead of same model was implanted with good parameters.